Event description:
A physician requested saluda company representative to gather more details about a patient who had become unwell post discharge following permanent implantation procedure for saluda medical evoke closed loop stimulator (cls). The permanent implantation procedure occurred on (B)(6) 2023. Saluda company representative contacted the patient and spoke with patient's daughter, who stated that her parent was in a confused state at the time of discharge and upon returning home on (B)(6) 2023. The dressing on the wound was oozing blood and the patient was in pain and suffered from fever. The patient was taken to general practitioner, who changed the wound dressing. It has been relayed that the patient was doing much better on (B)(6) 2023. A decision was taken to turn the stimulation on at 2 week post op review, due to the confused and anxious state of the patient.